Manufacturer narrative:
After it was received, the device underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The signal sensing of the device was tested, which proved to be free of noise. The device sensed supplied signals free of interference. The signal sensing of the device was normal. In summary, the device was free of defects during the analysis and within the specification. There was no material defect or manufacturing error. The insertion tool was not available for analysis.

Event description:
Two days after the implantation a migration of the device was observed. The device was explanted.